Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical product: 5592-53 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a partial implantable pulse generator (ipg) power on reset (por) occurred. It was also reported that the right atrial (ra) lead exhibited short v-v intervals, far field r-wave (ffrw) oversensing and noise. The right ventricular (rv) lead also exhibited oversensing. It was suspected that the ra lead was fractured. It was also suspected that there is lead scuffing resulting in loss of outer insulation integrity over time. Reprogramming was attempted and the ipg, ra and rv lead remain in use. No patient complications have been reported as a result of this event.